Event description:
A pasv port was placed for therapeutic purposes in 2005. On an unknown date, the port leaked. The port was explanted. Company attempts to obtain further details have been unsuccessful.